Manufacturer narrative:
Concomitant medical products: nexgen complete knee all poly patella, catalogue # 00597206529, lot# 62460884. Nexgen lps-flex gsf femoral component, catalogue # 00576401551, lot #62503718. Nexgen lps-flex prolong articular surface, catalogue # 00596203210, lot# 62436930.

Event description:
It is reported that the patient underwent revision of the left knee due to injury.

Manufacturer narrative:
Reported event was able to be confirmed via revision operative notes received. Operative notes state, the procedure was indicated for aseptic loosening of the left knee prosthesis. The initial soft tissue incisions were made and it was noted that the patella was noted to be stable and the button well fixed and was thus not removed. The femoral component was removed with minimal bone loss. Attention was turned to the tibial component and it was removed with no bone loss. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: nexgen complete knee all poly patella, catalog # 00597206529 lot# 62460884. Nexgen lps-flex gsf femoral component, catalog # 00576401551, lot #62503718. Nexgen lps-flex prolong articular surface, catalog # 00596203210 lot# 62436930. Palacos bone cement catalog# 00111214001 lot# 77114365.

Event description:
It was reported that patient was revised due to pain and loosening.